Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2018-01-31, (B)(4). Device available for evaluation?: yes, return date: 2018-06-21. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2018-02-28, (B)(4). Device available for evaluation?: yes, return date: 2018-06-21. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-02-28. Labeled for single use?: no. Heartware ventricular assist system ¿ battery: battery/ (B)(4)/ model #: 1650de / expiration date: 2018-01-31, (B)(4). Device available for evaluation?: yes, return date: 2018-06-21. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-01-31. Labeled for single use?: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on multiple batteries. The four associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. Additional products: battery / (B)(4). Battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.